Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure after the physician used the jagwire guidewire to complete the operation, he noticed the portion of the tip of guidewire had detached. No attempt was made to retrieve the tip as the physician believed the tip will "discharge automatically". There were no patient complications and the patient's condition has been described as "stable."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure after the physician used the jagwire guidewire to complete the operation, he noticed the portion of the tip of guidewire had detached. No attempt was made to retrieve the tip as the physician believed the tip will "discharge automatically". There were no patient complications and the patient's condition has been described as "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed no anomalies. The distal tip did not have any section missing and the ptfe jacket showed no evidence of being damaged. The complaint was not confirmed. A DHR (device history record) review was performed and no deviation was found. The site was contacted and were unable to confirm that the correct device was returned. If any further relevant information is identified, a supplemental medwatch will be filed.